Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. An x-ray revealed that the atrial lead had dislodged and exhibited decreased sensing. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).